Event description:
The user facility reported that after the antegrade puncture, the angio-seal device was deployed, and the puncture site continued to bleed. Manual compression was used, and the patient was discharged. However, then they reported bruising and were being brought back for imaging to check the puncture site. The patient was harmed.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Occupation: consultant radiologist. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.